Manufacturer narrative:
Investigation: one representative sample was received by our quality team for investigation. Upon visual inspection of the sample received, the sample was received in its original, unopened package and no abnormalities were identified; therefore the failure cannot be confirmed. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It was reported that during use the catheter kinks and has to be removed with a bd arterial cannula. The following information was provided by the initial reporter, translated from german to english: the arterial catheter often kinks when used, so it can not remain in the vessel for as long.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter kinks and has to be removed with a bd arterial cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: the arterial catheter often kinks when used, so it can not remain in the vessel for as long.